Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to deliver a bolus and the bolus screen displayed units instead of carbohydrates. Reportedly, customer forgot to input the bolus settings when setting up the pump. There was no reported impact to customer's blood glucose level. Tandem technical support guided the customer through inputting bolus settings into the pump.